Event description:
It was reported that an alert for high pacing lead impedance was observed. Device interrogation was requested after patient had passed away. It was noted that the lead impedance had doubled with respect to previous measurements and had gone above the set upper limit. All other measurements were in range. The device was not suspected to have any association with the patient death.